Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with two proglide devices, using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, during deployment of both proglide devices, the needle did not engage with the cuff; a cuff miss was noted. The tavi procedure was completed and hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.